Manufacturer narrative:
Analysis: product inspection shows blood was detected on inner surfaces. Results of visual exam confirm the reason for return; the gas cap is cracked, as reported by the user. The unit was pressure tested and leaks were observed during analysis, both in the area with damage and from the gas cap joint. Additional inspection revealed no evidence of uv bonding adhesive noted in the area of the gas cap joint. Insufficient bonding solution could have caused a weak area in the joint making it susceptible to fracture. Conclusion: no patient event. Reduced device performance occurred and was related to the reported product problem.

Event description:
Information received indicates that during bypass the product leaked and a crack was detected in the area of the oxygenator gas cap. The device was replaced during the case with no patient complication reported.